Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen display. Customer¿s blood glucose level was 148 mg/dl at the time of incident. Customer stated that the buttons on insulin pump were not responding. Customer was unable to clear the pump errors, power loss alarm and program pump. Customer reports the time clock did not advance. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify frozen display, perform displacement test, self test, and current measurements due to display anomaly.